Event description:
It was reported that during an MRI (magnetic resonance imaging) procedure, the patient felt heat at the implant area, smelled smoke and had the taste of iron in the mouth. The MRI was stopped and restarted. The second MRI was stopped due to the patient's feelings. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.